Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The device was to infuse 2600 mg fluorouracil in glucose 5%; the total fill volume was 85 ml. After seven days of therapy, 30.55 ml was left in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
(B)(4). The device was manufactured march 13, 2015 ¿ march 16, 2015. The device was received for evaluation with approximately 50ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.